Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient had not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 11.5mmx21.5cm 125r on the right side on (B)(6) 2012. The patient had ongoing pain related to residual varus deformity and non-union. An x-ray, dated (B)(6) 2013, showed the fractured implant (broken at lag hole). To date, the patient has not been revised.